Event description:
In 2008, first injection catheters broke off at the hub in physician's hand before use, and second injection catheter was opened (same lot number) broke off at the tip before use. Packaging was saved, but the product was not saved for analysis.